Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an alif l4 to s1 using rhbmp-2/acs. Reportedly, the patient¿s post-operative period has been marked by increasingly severe low back and leg pain. The patient describes the current pain level as much worse than before surgery. A CT study conducted on (B)(6) 2012 shows that there has been a resorption reaction that inhibited new bone formation. This reportedly persisted and developed into a chronic inflammatory state as demonstrated in a CT myelogram on (B)(6) 2013. Reportedly, the patient¿s condition has gradually deteriorated since surgery. The patient suffers from significant and radiating pain through her lower extremities and experiences neurologic deficit and numbness in her toes.